Event description:
It was reported that there were cracks in multiple tubings of a homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and cuts were observed on the tubing and the cassette. The reported condition was verified. The cause of the damage was determined to be due to a flow wrap jam during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.